Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune reaction") in a 38-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not recall if underwent confirmation test". Medical conditions: negative for endometrial hyperplasia or malignancy. Concurrent conditions included adenomyosis, umbilical hernia and uterine fibroid. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2013, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pain ("body pain"). The patient was treated with surgery (uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menstrual disorder, uterine leiomyoma, umbilical hernia, vaginal haemorrhage, menorrhagia and pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain, umbilical hernia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she planning essure removal for reasons for removal: pelvic pain, body pain in general. She also had cystectomy. She had robotic assisted umbilical hernia. Essure has not been removed.planning essure removal; reasons for removal: pelvic pain, body pain in general. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 2-mar-2018: reporters added and updated patient demographics. Concomitant disease were added. Added lot number. Added events abnormal bleeding, abnormal bleeding (vaginal/menorrhagia), umbilical hernia, fibroids. Updated events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune reaction") in a 38-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not recall if underwent confirmation test". The patient's past medical history included bladder cyst. Negative for endometrial hyperplasia or malignancy. Concurrent conditions included adenomyosis, umbilical hernia and uterine fibroid. Concomitant products included levothyroxine since 2005. In january 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2013, the patient experienced uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and pain ("body pain"). The patient was treated with surgery (uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, menstrual disorder, uterine leiomyoma, umbilical hernia, vaginal haemorrhage, menorrhagia and pain outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, menorrhagia, menstrual disorder, pain, pelvic pain, umbilical hernia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she planning essure removal for reasons for removal: pelvic pain, body pain in general. She also had cystectomy. She had robotic assisted umbilical hernia. Essure has not been removed.planning essure removal; reasons for removal: pelvic pain, body pain in general. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-feb-2014: confirmed essure device was successfully occluded . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia), menorrhagia') in a 34-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure were performed on the same day" on (B)(6) 2009 and device monitoring procedure not performed "does not recall if underwent confirmation test". The patient's medical history included bladder cyst, multi gravida and parity 3. Negative for endometrial hyperplasia or malignancy. Concurrent conditions included adenomyosis, umbilical hernia and uterine fibroid. Concomitant products included levothyroxine since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("persistent menstruation issues"), pain ("body pain"), dermatitis allergic ("rash/skin condition") and procedural pain ("post removal complication"). The patient was treated with surgery (dilatation and curettage, novasure endometrial ablation and supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and dermatitis allergic had resolved and the vaginal haemorrhage, genital haemorrhage, autoimmune disorder, menstrual disorder, uterine leiomyoma, umbilical hernia, pain, depression, anxiety, migraine, headache and procedural pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dermatitis allergic, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, procedural pain, umbilical hernia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she planning essure removal for reasons for removal: pelvic pain, body pain in general. She also had cystectomy. She had robotic assisted umbilical hernia. Essure has not been removed.planning essure removal; reasons for removal: pelvic pain, body pain in general. Patient received treatment for bleeding: menorrhagia, pain. Trailing coils: 4 on left side . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure devices in position with bilateral tubal occlusion; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-mar-2021: medical record received. Event added: endometrial ablation and essure were performed on the same day. Reporters information, lab data and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') and menorrhagia ('abnormal bleeding (menorrhagia), menorrhagia') in a 34-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation and essure were performed on the same day" on (B)(6) 2009 and device monitoring procedure not performed "does not recall if underwent confirmation test". The patient's medical history included bladder cyst, multi gravida and parity 3. Negative for endometrial hyperplasia or malignancy. Concurrent conditions included adenomyosis, umbilical hernia and uterine fibroid. Concomitant products included levothyroxine since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("persistent menstruation issues"), pain ("body pain"), dermatitis allergic ("rash/skin condition") and procedural pain ("post removal complication"). The patient was treated with surgery (dilatation and curettage, novasure endometrial ablation and supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and dermatitis allergic had resolved and the vaginal haemorrhage, genital haemorrhage, autoimmune disorder, menstrual disorder, uterine leiomyoma, umbilical hernia, pain, depression, anxiety, migraine, headache and procedural pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dermatitis allergic, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, procedural pain, umbilical hernia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she planning essure removal for reasons for removal: pelvic pain, body pain in general. She also had cystectomy. She had robotic assisted umbilical hernia. Essure has not been removed.planning essure removal; reasons for removal: pelvic pain, body pain in general. Patient received treatment for bleeding: menorrhagia, pain. Trailing coils: 4 on left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure devices in position with bilateral tubal occlusion; on (B)(6) 2014: results: confirmed essure device was successfully occluded. Lot number: 629144. Manufacturing date: 2009/01. Expiration date: 2012/01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune reaction") in a (B)(6) female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not recall if underwent confirmation test". The patient's past medical history included bladder cyst. Negative for endometrial hyperplasia or malignancy. Concurrent conditions included adenomyosis, umbilical hernia and uterine fibroid. Concomitant products included levothyroxine since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years after insertion of essure, the patient experienced umbilical hernia ("umbilical hernia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("persistent menstruation issues") and pain ("body pain"). The patient was treated with surgery (uterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, autoimmune disorder, menstrual disorder, uterine leiomyoma, umbilical hernia, vaginal haemorrhage, menorrhagia, pain, depression, anxiety, migraine and headache outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, umbilical hernia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she planning essure removal for reasons for removal: pelvic pain, body pain in general. She also had cystectomy. She had robotic assisted umbilical hernia. Essure has not been removed.planning essure removal; reasons for removal: pelvic pain, body pain in general. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received: essure insertion and removal date was updated and events (depression, mental anguish, migraines and headache) were added. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/ pain') in a 38-year-old female patient who had essure (batch no. 629144) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "does not recall if underwent confirmation test". The patient's medical history included bladder cyst. Negative for endometrial hyperplasia or malignancy. Concurrent conditions included adenomyosis, umbilical hernia and uterine fibroid. Concomitant products included levothyroxine since 2005. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, the patient experienced umbilical hernia ("umbilical hernia"), 4 years after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia), menorrhagia"), depression ("depression/psych injury"), anxiety ("mental anguish"), migraine ("migraines") and headache ("headaches") and was found to have uterine leiomyoma ("fibroids"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune reaction"), menstrual disorder ("persistent menstruation issues"), pain ("body pain"), dermatitis allergic ("rash/skin condition") and procedural pain ("post removal complication"). The patient was treated with surgery (hysterecuterus and bilateral fallopian tubes, supracervical hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia and dermatitis allergic had resolved and the genital haemorrhage, autoimmune disorder, menstrual disorder, uterine leiomyoma, umbilical hernia, vaginal haemorrhage, pain, depression, anxiety, migraine, headache and procedural pain outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, dermatitis allergic, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, procedural pain, umbilical hernia, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: she planning essure removal for reasons for removal: pelvic pain, body pain in general. She also had cystectomy. She had robotic assisted umbilical hernia. Essure has not been removed. Planning essure removal; reasons for removal: pelvic pain, body pain in general. Patient received treatment for bleeding: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: rash/skin condition, post removal complication. Event outcome were added and reporter information were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("persistent menstruation issues") and autoimmune disorder ("autoimmune reaction"). The patient was treated with surgery (plaintiff underwent a hysterectomy due to complications from the essure). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: confirmed essure device was successfully occluded. Company causality comment. Incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.